Event description:
Lead removal case in which strong adhesions had established in the subclavian vessel. During the procedure, the patient's blood pressure dropped and it was necessary to perform a sternotomy. Upon inspection, a 10cm laceration in the svc was discovered. It was also noted that the riata lead was fully grown into the wall and showed fibrotic adhesions. The patient did not survive intervention.